Event description:
It was reported that the patient could not initiate therapy on both sides. The clinical specialist troubleshot the issue with the patient and confirmed that the right lead electrodes were all out of range / high impedance. The left lead also had one electrode out of range but was still functional. The device was reprogrammed to provide unilateral stimulation. Although the patient had 30% pain relief since the implant, the patient requested an explant due to wanting to continue his bodybuilder training. On (B)(6) , 2023, the patient underwent an explant procedure to remove the reactiv8 system. The implantable pulse generator (ipg) and the right lead were removed intact, but the left lead's tip and a bit of wire could not be explanted. There was no report of patient harm or injury.

Manufacturer narrative:
Mml reference number: (B)(4). Other devices: model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI: (B)(4). Model: 8145. Description: reactiv8 stimulation lead. S/n: (B)(6) (left). UDI: (B)(4). The device was received for analysis. The reported condition was verified. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed with the percutaneous stimulation lead.

Manufacturer narrative:
Pending device return. Mml reference number: (B)(4).

Event description:
It was reported that the patient could not initiate therapy on both sides. The clinical specialist troubleshot the issue with the patient and confirmed that the right lead electrodes were all out of range / high impedance. The left lead also had one electrode out of range but was still functional. The device was reprogrammed to provide unilateral stimulation. Although the patient had 30% pain relief since the implant, the patient requested an explant due to wanting to continue his bodybuilder training. On (B)(6) 2023, the patient underwent an explant procedure to remove the reactiv8 system. The implantable pulse generator (ipg) and the right lead were removed intact, but the left lead's tip and a bit of wire could not be explanted. There was no report of patient harm or injury.